Event description:
After having prodisc-l total disc replacement developed seromas in the lower abdominal cavity between skin and muscle and under abdominal muscle. In 2007, returned to surgery to remove seromas, 6 to 8 seromas where found and removed. A drain was placed to remove excess fluid, however, only lasted 3 to 5 days, now approx two months later, seromas have returned. Possible peritoneum whole or leakage. Back pain has also returned. Procedure does not call for drain to be placed after abdominal incisions are made.